Event description:
It was reported that the patient experienced thrombosis and a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx laa closure device was implanted with a complete seal noted. The patient was discharged. The 45-day follow-up echo was within normal limits. On (B)(6) 2025, the patient had an ischemic stroke. A computed tomography angiography (cta) was ordered, and imaging showed a massive clot on the closure device into the left atrium. The patient is expected to fully recover.